Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring ¿recycle¿ alerts on the ilet, with device history showing multiple ¿restart ilet ¿ 42¿ events consistent with a motor current sense failure; the user had been using teflon infusion sets, had changed supplies three days prior, and subsequently transitioned to multiple daily injections while a replacement device was arranged. Symptoms included high glucose. Outcomes included a change in therapy to subcutaneous insulin via pen, without hospitalization. Investigation included remote troubleshooting and user education, confirmation of data backup options, guidance to shut down the device to prevent further alerts, and arrangements for device replacement with instructions for return. Investigation of this device revealed repeated restart alerts associated with an insulin delivery motor current sense fault, consistent with a device malfunction affecting the pump¿s motor/drive component. It was concluded that the cause was a device-related malfunction of the motor current sensing circuitry.